Manufacturer narrative:
Conclusion: investigation results indicates that humidity ingress led to the device electronics failure over time. However, the device has been inadvertently damaged during helium pressure test. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. It appears that the device is in an early stage of failure. Over a certain period of time, humidity will impinge on the electronics and cause damage, finally leading to complete failure of the circuitry. The investigation results appear to match the problems mentioned in the recipient report. Other observed damages are most likely attributable to the explantation surgery. This is a final report.

Event description:
The user reported noise and a sudden change in the hearing perception with the device. A few days later the noise got louder and the user was no longer able to use the device. The user was reimplanted on (B)(6) 2021.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported noise and a sudden change in the hearing perception with the device. A few days later the noise got louder and the user was no longer able to use the device. The user was reimplanted on (B)(6) 2021.